Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming "no disposable, pump won't run." Per reporter troubleshooting was not able to resolve the issue. The reported rate was 1.5 ml/hr, residual volume 54.2 ml, given 50.8 ml. No adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion (dso) sensor; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.